Manufacturer narrative:
The investigation of automated impella controller (aic) - purge disc/flag issues has been completed. The logs from the complaint date revealed that the console issued purge disc not detected alarm several times. The console was examined, and a broken purge disc flag was identified. The purge disc flag was observed to be broken and was the root cause of the reported purge disc not detected alarm issue. H6 type of investigation, investigation findings, investigation conclusions, and investigation conclusions codes were erroneously entered on the initial manufacturer device report number, as the investigation was complete at the time of the initial manufacturer device report number 1220648-2025-28051. H10 investigation results was inadvertently omitted on the initial manufacturer device report number 1220648-2025-28051.

Manufacturer narrative:
Patient information a.1, a.2, a.3, a.4 and a.5 are unknown. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported that the automated impella controller (aic) would not recognize the purge cassette when it was inserted. The aic was replaced. No adverse impact to patient management was reported.